Event description:
Clinician reported pump noted to underinfuse during use. Clinician stated she was infusing a chemotherapeutic drug, taxol, in a 250ml glass bottle connected to a vented spike tubing set. The clinician reported starting the infusion at 25ml/hr, at which time the clinician observed the drip chamber of the tubing set and noted the infusion to "work fine." The drip was increased on 10 minute increments by 25ml/hr. After approximately 1.5 hours, the drip was again increased, this time to 250ml/hr. At this time the clinician reported hearing the pump "wind up" to start at the faster rate for about 30 seconds. According to the clinician, the pump "said" it was delivering but when she observed the drip chamber, she saw no drops. The clinican reported the pump "volume infused" reading was 174mls delivered, but according to clinician the glass bottle did not reflect that number. The clinician did not recall the exact amount in the bottle, but according to the clinician, the pump was noted to be underinfusing at that time. The clinician reported that she switched pumps at the time the underinfusion noted and the intravenous medication was completed via another pump. The clinician stated there was no patient injury as a result of this event.